Event description:
Doctor reported infection. Patient returned with pain on the implant, secretion was observed. Pain and inflammation are reported as consequences of the infection.tooth site # 13.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.